Event description:
The patient reported that the up arrow and down arrow keypad buttons were unresponsive and was unable to lock the pump. The patient also stated that she was unable to navigate to different screens on the pump when she tried to use the ok keypad button. The patient also indicated that she uses a dry cloth to clean the pump

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 12/23/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the up, down, and backlight buttons were found to be intermittently responding to presses. The keypad was removed and adhesive and corrosion were observed under the button contacts.